Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) due to high threshold measurements. Surgical intervention was performed to reposition lead however a stable location could not be ascertained. The lead was explanted and replaced with an active fixation lead. The patient is not pacemaker dependent and besides surgical intervention, there were no adverse patient effects were reported.